Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The implant(s) was not returned and instead the investigation is done based on the supplied image(s). The x-ray image(s) was reviewed, and the complaint condition could be confirmed as one of the x-rays shows a broken nail. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lot number is unknown therefore no mre can be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 a patient was implanted with proximal femoral nailing tfn-advanced proximal femoral nailing system (tfna) to treat subtrochanteric fracture. On an unknown postoperative date the tfna nail broke at the nail/blade junction. During clinical follow up in (B)(6) 2021 surgeon noticed that the situation was heading toward failure as patient had pain without weight bearing. No x-rays were done at that time. Patient showed up on (B)(6) 2021 with more pain. X-rays taken on (B)(6) 2021 revealed non-union of subtrochanteric fracture and the nail was broken at the helical blade hole junction. Revision surgery performed on (B)(6) 2021 with bigger tfna nail. No further information provided. This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).